Manufacturer narrative:
Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the screwdriver broke while in use. Procedure outcome is unknown. There are no reported patient consequences. This report is for a cannulated cruciform screwdriver. (B)(4).

Manufacturer narrative:
Additional narrative: patient ethnicity is unknown. Additional information regarding the procedure. Lot number is now known. Reporter¿s first name is unknown. Physical manufacturer is now known. Additional report source: healthcare professional. Part: 314.463; synthes lot: 9819188; release to warehouse date: july 21, 2015, manufacturing site: (B)(4); no nonconformance reports (ncrs) were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation site: (B)(4); selected flow: 5. Broken, visual inspection: the inspection has shown that two of the four cruciform prongs are broken off. The remaining two prongs are rounded and slightly deformed at the corner. The fragments were not sent back for evaluation. Dimensional inspection: the relevant dimensions cannot be verified due to the above described damages. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Material or hardness review: during the DHR review the material was reviewed and the hardness value was confirmed to meet the specification. Summary: the complaint is confirmed as fragments of the cruciform screwdriver are broken off as complained. Based on the provided information we are not able to determine the exact cause of this occurrence. That only two prongs are broken off and that the corners of the remaining prongs are damaged could be an indication that the screwdriver was not properly aligned with the screw. By this the force would be unequally distributed to the prongs and finally lead to a mechanical overload over the overloaded prongs. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Corrected data: concomitant medical products, contact name, initial reporter health professional, initial reporter occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All fragments were removed from the patient. Procedure was completed successfully with a few minutes delay.